Event description:
Report received from abbott international affiliate (abbott UK) states, "the needle broke in the pt and had to be removed". The report indicates that the IV access was used "to sedate the pt during a procedure". The customer reported that "dr made a superficial incision under local anesthetic and the needle was removed from the pt's arm". Additional info has been requested. If additional info becomes available, it will be reported to the agency. The info was received from facility.